Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain,/pain") in a 36-year-old female patient who had essure (ess205) (batch no. 620752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)") and weight increased ("weight gain / loss specify which one: weight gain"). In 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, 10 years after insertion of essure (ess205), the patient experienced cervicitis ("infection (other) describe: chronic cervicitis"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("excessive cramping"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)"), arthralgia ("left hip pain /joints pain") and pain in extremity ("left thigh pain"). The patient was treated with vicodin, ibuprofen, docusate sodium (colace), docusate sodium, hydrocodone and surgery (underwent device removal procedure, on (B)(6) 2016 hysterectomy(partial), salpingectomy(bilateral removal)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, urinary tract infection, fatigue, irritable bowel syndrome, migraine, headache, cervicitis, weight increased, arthralgia and pain in extremity outcome was unknown and the dyspareunia and alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, cervicitis, dyspareunia, fatigue, headache, irritable bowel syndrome, migraine, pain in extremity, pelvic pain, urinary tract infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-apr-2018: pfs received. Reporter was added. Patient details, treatment drugs and lab data were added. Infection (bladder/ urinary tract/vaginal) type: urinary tract infection, fatigue, gastrointestinal or digestive system condition type: irritable bowel syndrome, hair loss, migraines / headaches, infection (other) describe: chronic cervicitis, weight gain / loss specify which one: weight gain, left hip pain /joints pain and left thigh pain were added as events. Essure lot number was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain,/pain") in a 36-year-old female patient who had essure (ess205) (batch no. 620752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrail ablation performed concomitantly with essure insertion". The patient's past medical history included cesarean section. Previously administered products included for an unreported indication: lo-ovral in 2005. Concurrent conditions included menometrorrhagia, ovarian cyst, mood swings, hot flashes and menorrhagia. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)") and weight increased ("weight gain / loss specify which one: weight gain"). In 2010, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"). On (B)(6) 2016, 10 years after insertion of essure (ess205), the patient experienced cervicitis ("infection (other) describe: chronic cervicitis"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("excessive cramping"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)"), arthralgia ("left hip pain /joints pain") and pain in extremity ("left thigh pain"). The patient was treated with vicodin, ibuprofen, docusate sodium (colace), docusate sodium, hydrocodone and surgery (hysterectomy full, salpingectomy(bilateral removal)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, urinary tract infection, fatigue, irritable bowel syndrome, migraine, headache, cervicitis, weight increased, arthralgia and pain in extremity outcome was unknown and the dyspareunia and alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, cervicitis, dyspareunia, fatigue, headache, irritable bowel syndrome, migraine, pain in extremity, pelvic pain, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: here were 4 coils after removal of the essure introducing device left trailing into the uterus, there were 5 trailing coils in the uterus after deployment of the right essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Results of essure confirmation test: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: mr received. Events per mr: endometrial ablation utilizing novasure followed by a tubal sterilization utilizing essure was added. Patient's medical history was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain,/pain") in a 36-year-old female patient who had essure (ess205) (batch no. 620752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's past medical history included cesarean section. Previously administered products included for an unreported indication: lo-ovral in 2005. Concurrent conditions included menometrorrhagia, ovarian cyst, mood swings, hot flashes and menorrhagia. In 2006, the patient experienced dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)") and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2010, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"). On (B)(6) 2016, 10 years after insertion of essure (ess205), the patient experienced cervicitis ("infection (other) describe: chronic cervicitis"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("excessive cramping"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), migraine ("migraines / headaches (event split for coding)"), headache ("migraines / headaches (event split for coding)"), arthralgia ("left hip pain /joints pain") and pain in extremity ("left thigh pain"). The patient was treated with vicodin, ibuprofen, docusate sodium (colace), docusate sodium, hydrocodone and surgery (hysterectomy full, salpingectomy(bilateral removal)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, urinary tract infection, fatigue, irritable bowel syndrome, migraine, headache, cervicitis, weight increased, arthralgia and pain in extremity outcome was unknown and the dyspareunia and alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, cervicitis, dyspareunia, fatigue, headache, irritable bowel syndrome, migraine, pain in extremity, pelvic pain, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: here were 4 coils after removal of the essure introducing device left trailing into the uterus, there were 5 trailing coils in the uterus after deployment of the right essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Results of essure confirmation test: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,/pain') in a 36-year-old female patient who had essure (ess205) (batch no. 620752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrail ablation performed concomitantly with essure insertion". The patient's medical history included cesarean section. Previously administered products included for an unreported indication: yasmin from 2004 to 2005. Concurrent conditions included menometrorrhagia, ovarian cyst, mood swings, hot flashes and menorrhagia. In 2006, the patient experienced dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches (event splitted for coding)") and headache ("migraines / headaches (event splitted for coding)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), 10 years after insertion of essure (ess205). In 2010, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced fatigue ("fatigue") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"). On (B)(6) 2016, the patient experienced cervicitis ("infection (other) describe: chronic cervicitis"). On an unknown date, the patient experienced abdominal pain lower ("excessive cramping"), abdominal pain ("abdominal pain"), arthralgia ("left hip pain /joints pain/hip pain"), pain in extremity ("left thigh pain"), myalgia ("sore muscle") and autoimmune disorder ("autoimmune disease"). The patient was treated with docusate sodium, docusate sodium (colace), hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and surgery (hysterectomy full, salpingectomy(bilateral removal)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, urinary tract infection, fatigue, irritable bowel syndrome, migraine, headache, cervicitis, weight increased, arthralgia, pain in extremity, myalgia and autoimmune disorder outcome was unknown and the dyspareunia and alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, autoimmune disorder, cervicitis, dyspareunia, fatigue, headache, irritable bowel syndrome, migraine, myalgia, pain in extremity, pelvic pain, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: here were 4 coils after removal of the essure introducing device left trailing into the uterus, there were 5 trailing coils in the uterus after deployment of the right essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion; in (B)(6) 2007: total bilateral occlusion. Results of essure confirmation test: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event 'sore muscle' was added. On 23-mar-2020: social media received. New event autoimmune disease was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain,") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain lower ("excessive cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (plaintiff underwent a device removal procedure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia and pelvic pain to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.